Manufacturer narrative:
The analysis led to the following observations: - the different freezes (even to reprogram the pacemaker following the nominal parameters activation) observed by the physician are most likely due to a known software bug present on the new smartview version (3.16). O the pop-ups are not visible by the user. Indeed, they are present but displayed behind the main screen. Therefore, the user is not able to choose/click on the appropriate answer/parameter. - this bug has been corrected with the new smartview version (3.18). - the complaint is recorded for trending purposes.

Event description:
Reportedly, during the follow-up on (B)(6) 2024 (day post implantation) of an alizea dr - sn: (B)(6), the physician observed that the smartview programmer got stuck/frozen and he could not change/set the pacing mode anymore. When trying to perform the usual lead measurements he could also not change the bpm in the sensing or threshold tests. Also he could not exit the interrogation any more to re-start a new interrogation. After removing and re-inserting the battery and re-starting the smartview tablet, the normal startup behavior could be observed until re-interrogation of the pacemaker. Again he was not able to program any parameters with that same smartview tablet. An interrogation with another tablet was done and everything went well. Between the 2nd unsuccessful interrogation with the same smartview tablet and the 3rd successful interrogation with the second smartview tablet the physician tried to interrogate the pacemaker with an "old" orchestra+ programmer th

Event description:
Reportedly, during the follow-up on (B)(6) 2024 (day post implantation) of an alizea dr - sn: (B)(6), the physician observed that the smartview programmer got stuck/frozen and he could not change/set the pacing mode anymore. When trying to perform the usual lead measurements he could also not change the bpm in the sensing or threshold tests. Also he could not exit the interrogation any more to re-start a new interrogation. After removing and re-inserting the battery and re-starting the smartview tablet, the normal startup behavior could be observed until re-interrogation of the pacemaker. Again he was not able to program any parameters with that same smartview tablet. An interrogation with another tablet was done and everything went well. Between the 2nd unsuccessful interrogation with the same smartview tablet and the 3rd successful interrogation with the second smartview tablet the physician tried to interrogate the pacemaker with an "old" orchestra+ programmer that was still on site. Unfortunately, this programmer had an older smartview version installed. Therefore no successful interrogation was possible.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.